Event description:
Patient reported that, while running control tests, the device displayed a result of "08 mg/dl" (device's reading range is 10-600 mg/dl). No pt injury was reported. At the time of the report, pt had not yet used the device to conduct a blood glucose test. Technical support requested the return of the suspect device and replacement product was shipped.